Event description:
Hosp reported that while coming off a bypass procedure, the pt's pressures and flows began to drop. Bio-console was changed out with a backup roller pump to complete case with no effect to the pt.